Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 (B)(4): information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins turning off by itself. This has been going on for a couple months. Caller stated the controller is not in use when this happens and sometimes it happens when pt is sleeping. Pt reports sometimes ins will turn off on it's own, and will later turn back on, on it's own. Sometimes ins will turn off and pt will check with controller and the battery will be low. Other times ins will turn off, pt will be able to turn on with controller without charging, pt may be able to use the stim on button but other times will turn on each lead individually. Pt had a hard time verbalizing, patient services (pss) understands this to mean that pt will either use the stim on button, or pt will tap on an individual program and turn programs on 1 at a time. It was noted the pt has a brain injury resulting in short term memory loss and difficulty understanding

Event description:
Additional information was received from the pt on (B)(6) 2022. Pt reported they had been having more problems since close to the end of 2019. Pt said 'the device likes to work on its own. It goes on, it goes off'. Pt said they had programmers that either found the device (connected) or did not find the ins. Pt said they could force it to find it by using the paddle. Pt mentioned trying to turn device off was a nightmare and adjusting stim. Pt then reported they were not sure if the system was even working for the past year. Redirected pt to hcp to contact the rep. Pt said they will be in georgia in november and would like to meet with a rep then.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.